Event description:
The customer reported that the optical switch was defective. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the optical switch was defective. There was no reported patient involvement. A replacement optical switch kit was ordered to resolve the issue. Based on the customer's report, we are considering this a failure of the optical switch.